Manufacturer narrative:
(B)(6). PMA/510(k) # - exempt. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported during a flex urs, rirs procedure, the nurse unpacked the ncircle delta wire tipless stone extractor and realized the while testing the function that the basket doesn't open. The nurse reported that the handle wasn´t working and therefore she couldn´t open or close the basket. They opened a second basket and had the same issue. Another basket was used to complete the procedure. The reported issues occurred prior to patient contact. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Additional information: d10. Investigation evaluation: a visual inspection and functional testing of the returned devices was conducted. A document based investigation was also performed including a review of complaint history, the device history record, drawings, instructions for use, manufacturing instructions, quality control data, and specifications. Two opened devices and four unopened devices were returned for investigation. Opened device 1: the device was returned with the handle and the basket formation in the closed position. The collet knob is tight and secure. The male luer lock adapter (mlla) is loose. The polyethylene terephthalate tubing (pett) measures 3.2 cm in length. A visual examination noted the cannulated handle was not caught in the collet. The support sheath was noted to be severed 1 mm from the mlla. There is 2.1 cm of the coil assembly exposed from the distal tip of the basket sheath. A functional test determined the handle does not actuate the basket formation. There were no kinks noted in the basket sheaths. The support sheath and basket sheath were found to still be adhered. Opened device 2: the device was returned with the handle and the basket formation in the open positions. The collet knob is tight and secure. The mlla is loose. The pett measures 3.2 cm in length. A visual examination noted the support sheath is bowed in appearance. A functional test determined the handle actuates the basket formation, but the basket formation did not close completely. There were no kinks noted in the basket sheath. The handle was disassembled, and the support sheath and basket sheath were found to be detached, adhesive was visible on the basket sheath. Unopened device 1: the device was returned in an unopened pouch and in a shipping tray. The handle and the basket formation were in the open positions. The collet knob is tight and secure. The mlla is loose. The pett measures 3.2 cm in length. The handle actuated the basket formation to the open and closed positions. With the handle in closed position, approximately 2 mm of the basket formation protrudes from the end of the basket sheath. The support sheath and basket sheath are secure. Unopened device 2: the device was returned in an unopened pouch and in a shipping tray. The handle and the basket formation were in the open positions. The collet knob is tight and secure. The mlla is loose. The pett measures 3 cm in length. There were no kinks noted in the basket sheath. A functional test noted the handle actuated the basket formation. With the handle in the closed position, 5 mm of the basket formation protrudes from the basket sheath tip. The handle was disassembled, and the basket formation could be manually actuated with only 1mm extension with the handle in closed position. The handle was reset, and the basket formation extended 1 mm. A visual examination noted that during the actuation test, the support sheath and the basket sheath detached, glue is visible on the basket sheath. Unopened device 3: the device was returned in an unopened pouch and in a shipping tray. The handle and the basket formation were in the open positions. The collet knob is tight and secure. The mlla is loose. The pett measures 2.8 cm. There were no kinks noted in the basket sheath. A functional test determined the handle actuated the basket formation. With the handle in closed position, 12 mm of the basket formation extends the end of the basket sheath. A visual examination noted that during the actuation test, the support sheath and the basket sheath detached, glue is visible on the basket sheath. Unopened device 4: the device was returned in an unopened pouch and in a shipping tray. The handle and the basket formation were in the open positions. The collet knob is tight and secure. The mlla is loose. The pett measures 2.9 cm. There were no kinks noted in the basket sheath. The support sheath and basket sheath were detached, a visual examination noted glue in the flare of the support sheath. A review of the device history record found there were related non-conformances identified. A review of complaint history records revealed one other complaint for multiple devices with the same issue from a different customer associated with the complaint device lot number 8668044. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The complaint devices were found to be non-functional due to the basket sheath separating from the support sheath on five of the six devices. The basket sheath is held in place by being glued to the support sheath. Investigation of the returned devices found the two sheaths separating at the glue joint. Although glue residue was visible, the failure of multiple devices from this complaint, and the same failure observed from multiple devices returned for the similar complaint; an issue with the gluing operation is likely. The cause has been traced to manufacturing: manufacturing deficiency. The operator for the lot was retrained in the applicable procedures related to the gluing operation. Per the quality engineering risk assessment, no further action is warranted. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
There has been no new information received since the last report was submitted.